Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager reported that the customer's in-house clinical engineering department stated that this is a case of operator error, and requested the service call be cancelled. The stm did not perform any evaluations on this device.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) won't pass the power on self test. No patient involvement and no adverse event have been reported.